Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) exactamix 2400 valve sets disconnected from the screw thread which resulted in a fluid leak. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.